Event description:
It was reported that during procedure performed on (B)(6) 2025, the tip of a t25, lock-screw torque driver, reform (39-rd-0060) broke when final tightening a lock screw. The tip was removed and the procedure was completed utilizing the second lock- screw torque driver, reform (39-rd-0060) and a t25 driver, persuader, long (c3492) that were readily available. There was no patient injury or surgical delay reported.

Manufacturer narrative:
H3 device evaluation - evaluation upon receipt of the device found that the tip is not broken, but twisted. The tip of the driver is present but is slightly deformed (twisted). It can not be ascertained if the part had sustained damage from prior high loading conditions. The suspected cause for the observed deformation is high torque application. Review of device history records found twenty-eight (28) pieces of this lot released for distribution on 6/12/2023 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for the reported part number. No corrective actions are recommended.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during procedure performed on (B)(6), 2025, the tip of a t25, lock-screw torque driver, reform (39-rd-0060) broke when final tightening a lock screw. The tip was removed and the procedure was completed utilizing the second lock-screw torque driver, reform (39-rd-0060) and a t25 driver, persuader, long (c3492) that were readily available. There was no patient injury or surgical delay reported.